Event description:
Medtronic received a report that a pipeline encountered a twist in the middle section causing it to fail to open. The patient was undergoing surgery for treatment of a fusiform, unruptured aneurysm located in the left middle cerebral artery with a max diameter of 8 mm and a 9 mm neck diameter. Landing zone: distal: 2.1 mm and proximal: 3.5 mm. It was noted the patient's vessel tortuosity was moderate. The angiographic result post procedure showed slowed blood flow within the aneurysm. It was reported that a fusiform aneurysm of the middle cerebral artery was treated with flow diverter stent implantation. After the microcatheter was positioned intraoperatively, a ped-350-30 flow diverter stent was delivered to the target site. The microcatheter was withdrawn, and the stent opened smoothly at the tip end. However, when deploying the stent to the midsection, a stent twist (knotting) occurred. Despite adjusting the tension and attempting to re-retrieve and redeploy the stent, the twist could not be resolved. The surgeon then replaced it with another stent, a ped-350-25, and the procedure was successfully completed. It was reported the pipeline failed to open in the middle section. The pipeline was positioned in a middle bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was used for an indication that is off-label specifically for a middle cerebral artery aneurysm. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a marksman microcatheter.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the stent twist/failure to open was not determined.

Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex was returned inside the inner pouch, biohazard bag, and shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal, middle, and proximal sections were found to be open with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Testing/analysis: n/a conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open at middle section¿ was not confirmed as the braid's distal, middle, and proximal sections were found opened with no damage. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was moderate, which eliminates it as a potential cause. In this event, the deployment of the braid in the vessel bend may have contributed to the failure to open issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.